Event description:
It was reported that this right ventricular (rv) lead was explanted due to observation of high thresholds and low sensing amplitudes. A different rv lead was successfully implanted. No additional patient adverse effects were reported.